Event description:
While in nursing school and while working as a nurse from 1990 to 1995 the plaintiff wore latex gloves. She states that she experienced the following symptoms during that time: hand sores, hives, wheezing, dermatitis, runny nose, uticaria, rhinorrhea, conjunctivitis, chest pain and tightness and asthma. In august of 1996 she was diagnosed as having a "severe and irreversible type -1 latex allergy."